Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6008005 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set. The lot 6008005 was manufactured according to the wi version 79 and packaging in the multivac 12, on 05/jul/2024, with a total of (B)(4) units. Assembly of quick set: the lot 4f05223 was manufactured according to the wi version 27 assembled in the quickset line, on 05/jul/2024, with a total of (B)(4) units. The lot 4f05224 was manufactured according to the wi version 27 assembled in the quickset line, on 05/jul/2024, with a total of (B)(4) units. Gluing of quick set the lot 4f05214 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 03/jul/2024, with a total of (B)(4) units. The lot 4f05213 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 02/jul/2024, with a total of (B)(4) units. The lot 4f03165 was manufactured according to the wi version 42 in the gluing of quick set machine mp04 & mp08, on 23/jun/2024, with a total of (B)(4) units. The lot 4e05937 was manufactured according to the wi version 42 in the gluing of quick set machine mp04, mp05 & mp08, on 09/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 01/apr/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6008005 and no other complaint has been registered in database for the same lot 6008005 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set tubing issue event on (B)(6) 2025. It was reported that the tube was bent. The blood glucose was 300mg/dl at the time of event. The patient replaced infusion sets and resumed insulin successfully. No further information available.